Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. The user¿s blood glucose (bg) level was 250 mg/dl and the bg level would be addressed with a bolus. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. Additionally, the user reported a bg level of 50 mg/dl and stated that the bg level was due to not eating enough carbohydrates. The user addressed bg level with carbohydrates.